Event description:
It was reported the pt was unable to communicate with her charger. The programmer was able to communicate with the ipg and the pt has stimulation. Replacement chargers were also unable to communicate with the ipg. The sjm rep met with the pt and confirmed the issue. Also, the pt's ipg is superficial enough to be felt and the ipg may have flipped over in the pocket. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.